Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure there was difficulty removing the balloon protector. The target lesion was located in the distal superficial femoral artery (sfa). An attempt was made to remove the balloon protector from the 4.0mm x 1.5cm flextome cutting balloon however, the protector was unable to be removed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. However, analysis of the 4.0mm x 1.5cm flextome cutting balloon identified a shaft break.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned in two pieces. The midshaft was detached proximal to the guide wire exit port. Visual examination identified the protector cap was still on the balloon. The protector cap was removed without issue. The blades and balloon material were in the correct channels of the protector cap and no damage was noted to the balloon. No further damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).